Event description:
It was reported that there was a shocking or jolting sensation. Acute pain and tingling were reported. When the implantable neurostimulator (ins) was charged, it felt like "pins and needles" in the patient's lower back. When the patient would sit and lean back, it felt also felt like "pins and needles." The event or symptoms occurred following some form of trauma. The patient had a car accident 5 weeks ago and broke her feet. The patient had been having the shocking sensation since the car accident. The patient went to the emergency room (ER) after the accident, and the health care professional (hcp) said everything was "fine." The patient did not think there was an x-ray. The patient was not hospitalized at the time of report. The patient's status was undetermined; the patient tried to decrease her stimulation with her patient programmer and that did not help. When the patient turned the stim off, the shocking stopped but created more pain in her lower back. It was reported that the patient had missing disc. The patient was having trouble keeping her ins charged since her accident. It was reported that the patient does get 6 to 8 bars, but it was sometimes difficult to get 8 bars. The patient had not seen a physician regarding this issue. It was reported that the patient will be or had relocated, so she was looking for a physician. The patient was advised to follow up with hcp. Additional information had been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v255259, implanted: (B)(6) 2009. Product type: lead: product ID 3888-33, lot# v194790, implanted: (B)(6) 2009. Product type: lead: product ID 3888-33, lot# v109437, implanted: (B)(6) 2009. Product type: lead: product ID 3888-33, lot# v191588, implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).